Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6 the customer contacted olympus technical assistance support (tac) troubleshooting steps was provided as the customer was not present in front of the device. Tac recommended checking the lamp¿s hour meter and provided the customer with a spare lamp for further troubleshooting. However, no further response was received from the customer. The device was not returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation the most probable cause for the malfunction could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device lamp goes dark during the diagnostic urologic procedure. The procedure was completed with the same device with some delay. There were no reports of patient harm.